Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: soundstar catheter, model and serial numbers unknown full UDI # information unavailable since the lot number is unknown. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool smarttouch bidirectional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis and surgical intervention. After double transseptal puncture and ablation catheter insertion, but prior to mapping, the patient became hypotensive. Pericardial effusion was detected via soundstar catheter. Pericardiocentesis yielded 2000 ml. Remainder of procedure was aborted. Patient was reported to be in stable condition and was being prepped for surgery. It was noted that the physician does not know when the perforation occurred, but does not believe it was related to the ablation catheter. Multiple attempts were made to obtain additional information regarding this event, but none was made available.

Manufacturer narrative:
In the initial report, it was stated that the device had not yet been returned to bwi for evaluation. However, the device was actually discarded. The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. (B)(4).